Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain/pricks and itching at pelvis/pelvic pain got worse after insertion of mirena") and menorrhagia ("hemorrhage with clot at menstruation") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2015, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), arthralgia ("pain in every joint and hip pain"), anxiety ("anxiety"), dizziness ("always dizzy/mirena was placed and was dizzy all the time"), adnexa uteri pain ("ovarian pain"), myalgia ("intense muscular pain") and anaemia ("anemia"). The patient was treated with ibuprofen and iron. At the time of the report, the pelvic pain had not resolved and the menorrhagia, arthralgia, anxiety, dizziness, adnexa uteri pain, myalgia and anaemia outcome was unknown. The reporter considered adnexa uteri pain, anaemia, anxiety, arthralgia, dizziness, menorrhagia, myalgia and pelvic pain to be related to essure (ess205). The reporter considered adnexa uteri pain, anaemia, anxiety, arthralgia, dizziness, menorrhagia, myalgia and pelvic pain to be unrelated to mirena. The reporter commented: she consider all the events as related to essure, and also reported that her physician was not doing something. A female patient had essure inserted in 2004 and a levonorgestrel-ius inserted in 2015. After unspecified period with the dispositives, patient experienced pelvic pain and menorrhagia. Both events are listed according to the reference safety information for the suspect products. Considering the safety profile of essure and lng-ius, which are located inside fallopian tubes and uterus respectively, company assesses the events as related to the suspect products use. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.